Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. The complaint record is downgraded based on the follow-up information. The parent complaint is not valid as the malfunction occurred at the getinge facility. Therefore it is not a customer complaint. Hence the complaint is being cancelled. No additional reports will be sent for this mfg report number 2249723-2025-0001591.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that during pre-delivery inspection, cardiosave intra-aortic balloon pump (iabp) display and touch screen went black while booting. There was no patient involvement.